Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 26-jul-2016, an fse visited the customer to address the reported event. During servicing, fse cleaned and lubricated the sample loader z-drive. They ran tests on the instrument without any errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a dirty sample loader z-drive.

Event description:
On (B)(6) 2016, a customer reported y-axis errors and noise with their g8 analyzer. The customer is unable to run a1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.